Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. Further information was received that this device was explanted due to a product performance issue. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. Further information was received that this device was explanted due to a product performance issue. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. No adverse patient effects were reported. At this time, this device system remains in service.